Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the activity logs. However, after extensive testing the reported problem could not be duplicated. The device's main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.